Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed that damage was found near the elbow connector of the evaqua2 limb. Examination of the cracked areas showed the presence of a yellow material on the internal surface of the cracked areas. Further analysis of the subject rt380 circuit using fourier-transform infrared spectroscopy (ftir) showed significant changes in chemistry around the cracked areas. The yellow material was present on the internal crack section indicates chemical degradation of the tube material. The yellow material accumulated in the bottom of the internal corrugations, which would explain the unusual cracking formation. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the tube being exposed to incompatible drug/chemical. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of healthcare facility in china an issue with the heater wire of a rt380 adult dual heated evaqua2 breathing circuit. Upon investigation it was revealed that the evaqua tube was also found degraded. There was no patient involvement.